Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure where this device was used, the patient received a burn. The accessories in use with this generator were non-medtronic devices. No additional information was available from the customer.

Manufacturer narrative:
Additional information and review of the file found this event to be a duplicate event that has already been reported under medwatch 1717344-2017-05816. All future reports regarding this issue will continue to be sent under 1717344-2017-05816, instead of 1717344-2 017-05835. If information is provided in the future, a supplemental report will be issued.